Manufacturer narrative:
The initial report was submitted under brand name prism 6 channel analyzer, list number 06a36-04. It was determined by additional information that the suspect device is prism (B)(6) combo assay; list number 07g46-48, which has no similar product distributed in the united states. This MDR (manufacturer's report number: 1628664-2015-00240) was inadvertently filed in error.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the abbott prism hiv ag/ab combo assay on the prism analyzer. The customer provided the following results for sample (B)(6): initial (prism) 27.68, retest 29.22 s/co (reactive). Retested using the architect hiv assay 0.8 and 0.09 (non-reactive) . There was no adverse impact to patient management reported.